Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported patient appear in server but not in station. Device was off and on critical override.there were no adverse events or injuries reported based on this event.